Event description:
On (B) (6) 2007, a pt was implanted with a gore-tex vascular graft in a bypass procedure in the right leg from the femoral to the above the knee popliteal artery. On (B) (6) 2007, a below the knee amputation was performed.